Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) that was exchanged due to anisometropia causing visual discomfort. The replacement lens was one and a half diopters stronger power. Additional information was requested.